Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec). Additional observations: observed crease fold on the device. Yellow biological tissue observed outer the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.